Manufacturer narrative:
(B)(4). Batch # p58z7w. Five photos were provided. Picture one shows a packaging label. Picture two shows a part of the packing with the lot number r9204c and expiration date 2020-12-31. Picture three shows an echelon device inside of its sterile packing. Picture four shows the handle of an echelon 60 device inside of its sterile packing. Picture five shows the box of an ec45a device from a side view. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. The analysis found that one ec45a device was returned sterile and with no cartridge reload present. Further analysis showed that the shroud printing was incorrect, the printing on the device showed an echelon 60 device instead of an echelon 45. The device was opened and tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, product mixture. The customer opened the ec45a's packing, found the gun is ec60a. Another device was used to complete the surgery. There were no adverse consequences to the patient.